Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the progav 2.0 were observed through the visual inspection. The delivery liquid was bloody with some particles. Permeability test: a permeability test has shown that both valves are permeable. During the test bloody liquid was flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the accepted tolerance in both positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the valves. Scratches to the outer housing of the progav 2.0 and bloody delivery liquid with some particles were observed through the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valves operate as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the clinical claim of under-drainage. At the time of our investigation, the valves were operating within the specified tolerances. No functional deviations were detected during the investigation. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported to miethke that a progav 2.0 shuntsystem (part # # fx643t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve was believed to be operating in underdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years, height: 120 centimeters (cm), weight: (B)(6) kilograms (kg), gender: unknown.